Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a flashcard would not seat properly into a dell handheld computer. The reporter removed the flashcard and examined the computer, noticing that one of the pins was bent. The handheld computer has been returned and product analysis is pending.